Manufacturer narrative:
Product event summary: the device was returned, analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the implantable cardiac monitor (icm) was implanted the signal evaluated and found to be continuous noise. The icm was relocated and a signal could not be identified. The icm was explanted and a different icm was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.